Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 2.50 x 38mm synergy ii dug-eluting stent, it was noted that the stent was already off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified severe damage. The mid to distal end of the stent was pulled in a distal direction over the distal tip, the proximal end of the stent was still in the crimped position. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum crimped stent profile was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the balloon body indicating crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 2.50 x 38mm synergy ii dug-eluting stent, it was noted that the stent was already off of the balloon. The procedure was completed with another of the same device. No patient complications were reported.